Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of call. Customer was treated with manual injection. Customer also reported that the insulin pump had insulin flow blocked alarm. Customer was using auto mode. The insulin pump will not be returned for analysis.